Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The patient's capsule was damaged after the dib00 model intraocular lens (iol) touched the eye, there was no damage to the iol itself. The same procedure was successfully completed using a non-johnson & johnson iol, ma60ac, that was implanted in the patient¿s ocular dexter (right eye). The following are all unknowns: incision enlargement, serious patient injury, sutures, vitrectomy, and patient prognosis post-procedure. The suspect iol is not available for investigation as it was discarded. No further information is available.